Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Tracking #.45177. Date sent: 11/02/1998. D5; h4: info not available, device not returned for analysis.